Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a signal artifact monitor (sam) alert which caused the minute ventilation (mv) sensor to be turned off due to oversensed noise from an ablation procedure. A routine follow-up appointment was scheduled. This crt-d remains in service. No adverse patient effects were reported.